Event description:
A total knee arthroplasty was revised four months postoperatively for pain and loosening.

Manufacturer narrative:
Revision occurred outside of the us, in (B) (6). Devices are currently undergoing engineering eval.